Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was sticky and was difficult to open. A field service engineer (fse) replaced the open and close latch sensor on full height matrix drawer 2.1. The fse realigned the ball bearing cage and installed two new slide bumpers on the same drawer to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawers were sticky and difficult to open and close during the last half of travel. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.